Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent revision of mesh on (B)(6) 2004 due to exposed mesh. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2003 due to stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2003 concurrently with cystoscopy due to cystourethrocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a lesion at 90% stenosis and calcification at the right internal carotid artery (ica) c2 segment was pre-dilated by angiopalsty. Then a first stent was implanted. The operator prepared to implement another stent (subject device) proximal to the first one. However when the second stent passed the tail of the first stent, the second stent could not be advanced. After several failed attempts, the second stent was withdrawn from the patient's body. The operator noticed that the tip of the second stent was deployed. According to the physician, the stent partially deployed because the stent was not long enough. There was no clinical consequences to the patient.